Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented status post l1-s1 fusion with lumbar flat back, l5-s1 nonunion, t1o-t11, t11-12 and l5-s1 recurrent spinal stenosis, multilevel disk degeneration t10-1 I , 11/-12, 12-1. The patient underwent spinal surgery consisting of 1) t10-s1 bilateral posterolateral fusion with segmental instrumentation; 2) left l5-s1 transforaminal lumbar interbody fusion with cage; 3) l4-5 pedicle subtraction osteotomy; 4) l5-s1, t10-11, t11-12 laminectomy, medial facetectomy, foraminotomy, for decompression; 5) hardware removal segmental instrumentation l2-s1; 6) posterior segmental instrumentation l2-s1; 7) repair of pseudomeningocele, a total of 1 inch of repair with reduction of nerve roots; 8) use of local bone graft and rhbmp-2/acs. Per the op notes, the concord bullet cage was packed with rhbmp-2/acs which had been adherent to the collagen sponge. A heales sponges were placed in the decorticated graft beds with the bulk of the fusion concentrated of rom t10-l1 and then from l3 to the sacrum, since l1 through 3 were solidly anteriorly and posteriorly fused and there was no point in using the bone graft, across this level other to secure the upper and lower grafts to it. Ample amount of morselized local bone was present and this was placed on tp of the rhbmp-2/acs sponges. Reportedly, unspecified "post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation".